Event description:
Over one week ago, the patient came into the cath lab to have his expiring dual-chamber pacemaker exchanged for a new one due to his existing battery expiring. Today, the patient returned because the pacemaker placed a week ago appears to have been defective. The cath lab staff are not certain that the first device was really defective but, rather, one of the leads may not have been competely seated in the female connecting port header of the device thereby causing the pacing problem (abnormal atrial lead impedance). The patient came back because he felt continuously tired and unable to engage in normal activities like before the first generator a week ago. The cardiologist decided to replace the device with a new pacemaker to make sure the device itself wasn't at fault to avoid having a similar problem again requiring yet another opening of the tissue to check the device. His report shows that the impedance on both the atrial and ventricular leads was excellent (better than 2500 ohms) so the leads themselves were ruled out as the problem. Thus, the header could have been at issue, the distance to which the lead was inserted into the header could have been the issue, or there could have been something with the device itself sensing or generating current to the atrial lead header which could have been the issue. Pacemaker was removed and returned to sales rep.======================manufacturer response for pacemaker, dual, biotronic (per site reporter).======================staff in the cath lab contacted the sales rep.